Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that lead insertion difficulties were encountered during device replacement with this implantable cardioverter defibrillator (ICD). The lead was successfully inserted and normal lead measurements were obtained. No adverse patient effects were reported. The device remains in-service.